Event description:
Following a percutaneous coronary intervention and successful deployment of an angio-seal device, the pt developed symptoms of claudication. The cardiologist stated it was probably sciatica; no vascular tests were done. Seven mos later the pt went to a vascular surgeon; an angiogram revealed a filling defect in the pt's right common femoral artery. The surgeon removed a calcified mass from the artery and stated that it was caused by the angio-seal placed seven mos earlier. It was reported by the surgeon the pt had difficulty walking after the surgery. The pt had previous angiograms; however closure devices were not used.